Event description:
The customer reported that the 9800 system was unable to produce x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The foot switch, hand switch, high voltage tank, snubber, insulator, and ground bracket were replaced. The system was tested and is operating as intended.